Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced multiple pump motor stalls and recoveries which began on (B)(6) 2011. Additional motor stalls were noted since that date. The pump was replaced. Additional info has been requested, but was not available as of the date of this report.